Event description:
Patient on cardiac telemetry for syncope on (B)(6) 2007. Patient had an episode of ventricular standstill for approximately 12 seconds. Welch allyn acuity monitoring system did not alarm for this event, instead it only read it as a missed beat which is not a lift threatening event. This arrhythmia was not noticed until patient was readmitted approximately 3 hours after discharge on (B)(6) 2007 for another episode of syncope.